Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) with elevated blood glucose (bg) values of greater than 400 mg/dl and ketones identified as dangerous by healthcare provided. The customer was then subsequently admitted to the hospital/ICU on (B)(6) 2020 in unstable condition due to diabetic ketoacidosis (dka). Customer reports receiving 14 blood transfusions and intravenous fluids. Customer was released from the hospital on (B)(6) 2020 with the issue resolved; however, customer reports kidneys were shutting down and could not confirm if permanent damage had been done. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Tandem technical support attempted multiple follow up attempts with the customer to obtain additional information, however, no response received.